Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a diagnostic anomaly resulting in missing electrical measurements was observed on the device. Abbott technical support was contacted and alleged the event was due to the autocapture function of the device. It was recommended to reprogram autocapture to off, however, no intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.